Manufacturer narrative:
A customer reported a misidentification of stenotrophomonas maltophilia as elizabethkingia meningoseptica in association with the vitek® 2 gram negative ID test kit. The identification was confirmed with bruker ms. The customer stated they repeated the testing with the same result. Subsequently, the customer said they did not repeat the testing. Upon further questioning, the customer said they repeated the testing but did not get an identification of either e. Meningoseptica or s. Maltophilia; however, the customer would not state the result. No lab report was submitted for the repeat testing. A biomerieux investigation was conducted using the information submitted by the customer. No organism or raw data were submitted. A qc lab report was submitted for one of the streamlined qc strains, e. Hormaechei atcc 700323, showing all qc reactions were correct. A patient lab report was submitted showing an excellent identification of elizabethkingia meningoseptica. There were three (3) atypical positive reactions (bgal, dmne, agal) for stenotrophomonas maltophilia according to the gn knowledge base. An increased number of atypical positive reactions can indicate contamination, mixed culture, use of non recommended media or other user set up errors or an atypical strain. However without the strain, or raw data it's not possible to further evaluate the cause of the misidentification. A review of quality control records showed vitek® 2 gn ID lot 241367110 met criteria for performance testing and final release.

Event description:
A customer notified biomerieux that they had mis-identifications when using the vitek® 2 gram negative ID test kit. A patient sample was identified by the test kit as elizabethkingia meningoseptica. Confirmatory testing by a third party laboratory confirmed the organism to be stenotrophomonas maltophilia. When specifically asked, the customer noted no injury or death happened as a result of the mis-identifcations. An investigation will be initiated by biomerieux to investigate this event.